Manufacturer narrative:
A visual and functional inspection was allegedly performed by the customers ems supervisor. The customer reported that there is no alleged malfunction concern with the device and that the alleged event of the cot drop did not result in an actual drop or any adverse consequences. The customer was inquiring about the difference in design of the hand grip between the 6082 mx pro cot and the 6086 performance pro cot. The design of the grips on the 6082 cots is not the same as the grips on the 6086 cot and will provide a different traction based on its design. The customer was likely not aware of the difference between their cots as they are both manual operation cots. The issue was resolved for the customer by confirming that there was no alleged malfunction and confirming with the customer that their complaint had been reported logged.

Event description:
It was reported that the cot slipped out of the medic's hands, resulting in a drop. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot slipped out of the medic's hands, resulting in a drop. There was patient involvement however, no adverse consequence or clinically relevant delay in treatment was reported.